Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal right coronary artery with mild tortuosity and moderate calcification. The lesion was 80% stenosed. The lesion was predilated with multiple balloons and the 3.0 x 28 mm xience xpedition was deployed at 10 atm. While removing the stent delivery system angiography revealed a dissection at the distal edge of the stent. A xience pro stent was used to cover the lesion. Results were very good with timi iii flow without any residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.